Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'loss of vacuum pressure¿ with a potential root cause of 'y connector disconnects from tubing..¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿vii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tubing on the wound drain did not have a tight fit. This resulted in a disconnect, where the drain connected to the reservoir and at they 'y" while the patient was working with physical therapy. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tubing on the wound drain did not have a tight fit. This resulted in a disconnect, where the drain connected to the reservoir and at they 'y" while the patient was working with physical therapy. No medical intervention was reported.